Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (7.5 mcg/ml, unknown dose), morphine (25 mcg/ml, unknown dose), bupivacaine (1 mg/ml, unknown dose) and clonidine (200 mcg/ml, unknown dose) via an implantable pump for non-malignant pain. It was reported the patient presented at the clinic at 4:30pm ((B)(6) 2019). Logs revealed an empty pump alarm occurred on (B)(6) 2019. The patient was experiencing withdrawal symptoms (increase in pain). The hcp stated they were not going to fill the pump as they did not have drug for the patient. Empty pump information was reviewed. The hcp stated they would likely send the patient to a different facility to treat the symptoms of withdrawal.